Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The subject device was not returned for evaluation. Based on the results of the investigation, it is likely that the effect of moisture between the contacts of the scope and the clv-190 led to black image on the monitor. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation due to the issue being resolved. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the image on the monitor of the video system center went black, but when repositioned and connected to the light source, the image reappeared. The issue occurred during the procedure. There were no reports of patient harm.